Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: would the device not cut or was it difficult to cut? No, the device was not activated though the unipolar was connected. The 5dcd instrument was returned with the cautery pin damaged. The instrument was tested for continuity and the continuity was not present through 360 degrees rotation. The instrument was disassembled and the cautery pin was also noted to be slightly bent, causing the continuity failure. No conclusion could be reached as to what may have caused the damages found. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a semi-open unknown procedure, the device was not energized. Another device was used to complete the case. There were no adverse consequences to the patient.